Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 09/10/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot k19043a.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 08/15/2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin results on a (B)(6) male patient. There was no additional patient information at the time of this report. Return product is not available for investigation. Method: date; collected; tested: result: positive cut-off: value: I-stat, (B)(6) 2019, 09:51, 09:51, 0.01 ng/ml, 0.08; dimension exl, (B)(6) 2019, 09:40, 09:45, 0.196 ng/ml, 0.056. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Per I-stat system manual: art: 714258-00q reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).